Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 7¿ ¿ 9¿ from the surgery field. Reportedly, the hydrogen peroxide level is checked daily and the device is stored drained when the device is out of service. In addition, it was learned that during week-ends, the device is stored full of water and the h2o2 level is not checked. This is not in accordance with device instruction for use and this deviation may have led/contributed to the reported contamination.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t with a high bacterial count prior to the disinfection cycle and then tested negative after the disinfection cycle. There was no known patient involvement.